Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material in the nozzle, but the type of the material or root cause cannot be identified. It was unknown whether reprocessing was practiced in accordance with instructions for use (IFU). A definitive root cause cannot be determined. The subject event can be detected and prevented by implementation in accordance with the below IFU. IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states detection methods. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.